Event description:
A customer reported that pt results were printed with incorrect sample identifications. Mismatched results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: an investigation of the customers datalogger files and pt reports determined that the customer had incorrectly programmed the analyzer. An ocd field engineer was dispatched to the site to investigate the analyzer and psid sample scanner. The fe found no problems. The vitros 950 system was operating as programmed. No system malfunction occurred. This event was caused by user error.